Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event on the same day as the event onset. The patient was treated with fortum (1 gram, route, duration and frequency reported) and vancomycin (1 gram, route, duration and frequency not reported) for peritonitis. At the time of his report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.